Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
The head sheared off - oral-b [device breakage]. Case narrative: a relative via e-mail reported that their 81-year-old mother was cleaning her teeth when the oral-b toothbrush head sheared off. No injury was reported.

Event description:
The head sheared off - oral-b [device breakage] case narrative: a relative via e-mail reported that their 81-year-old mother was cleaning her teeth when the oral-b toothbrush head sheared off. No injury was reported. 22-may-2024 case update from information initially received on 10-may-2024: the suspect product was oral-b power oral care refills 3d white eb18. No injury was reported. 28-jul-2024 case update from information initially received on 11-jun-2024: the suspect product lot number c9208. No injury was reported.

Manufacturer narrative:
2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.